Event description:
Contrary to instructions for use, dr cut catheter prior to placement. After catheter removal, dr found that the inner coil had extruded from the catheter and a piece of the coil remained in the knee. Procedure was performed to remove the coil from the knee. Pt is reported to be in good condition with no complications.